Manufacturer narrative:
Added h.6 type of investigation. Corrected h.6 component codes, investigation findings and investigation conclusions. The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. All inspections are conducted on 100% of the units. Per procedure, during sheath visual inspection, the sheath shaft and liner is visually inspected at 3x minimum magnification. During proximal expansion, the proximal expansion was performed on the sheath. During sheath final inspection, the sheath shaft and liner is visually inspected at 3x minimum magnification. In addition, during product verification (pv) testing is performed on lot samples, the esheath underwent insertion force test. The lot met statistical requirements as requirement for lot released. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was not performed as a lot number was not provided. A review of the lot history was not performed as a lot number was not provided. The instruction for use (IFU) were reviewed for esheath, commander delivery system, commander preparation training manual, commander procedural training manual and no IFU/training deficiencies were identified. The procedural training manual provides guidance on sheath insertion. The proximal tapered end of the sheath is larger in diameter. Hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted past the aortic bifurcation (above the renal arteries). Do not use if the sheath is damaged (i.e. Kinked or stretched). Additional considerations: always observe fluoroscopy during insertion, proper screening is critical to reducing vascular complications, push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification, perform shallow stick/puncture so that sheath is parallel to leg, do not over-manipulate the sheath at any time, do not force sheath. If having trouble inserting sheath, remove the sheath and try pre-dilating the vessel with a dilator or making the incision larger. Check to ensure sheath is not damaged before reinserting. If damaged, return and replace with a new sheath, if a kink is visible in the sheath after the dilator is removed and reinsert the dilator into the sheath, exchange to a stiff wire (if not already done) and replace with a new sheath. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for inability to advance through sheath and sheath kinked, bent were unable to be confirmed based due to no device/imagery provided. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint event. Per the complaint description, 'during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach the first sheath kinked with the delivery system and valve partially in the sheath. There was a large amount of resistance advancing the valve. There was a perforation of the common femoral which was repaired by the surgeon. The first valve and sheath were removed and a 16f sheath with a new delivery system and valve was prepped and implanted without difficulty'. Moderate calcification and tortuosity were noted per case notes. Per the procedural training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' While vessel tortuosity can create a challenging pathway for delivery system insertion, calcification can reduce the vessel diameter preventing sheath from proper expansion, which both may lead to resistance. The subsequent device manipulation to overcome the resistance may increase the chances the sheath kinking. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, damaging the sheath and valve and potentially preventing further advancement. In this case, a perforation of the common femoral artery occurred and was possibly due to procedural factors (device manipulation) and/or possibly calcification of the access vessel that may have contributed to the complaint event. A product risk assessment (pra) has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risks outlined in the pra remain the same. The pra documents the potential for 'difficult or unable to navigate catheter through anatomy leading to additional intervention (surgical)', which did occur during this event. Trend analysis indicated that the monthly complaint occurrence rate did not exceed the control limits for the trend category 'resistance between devices' for esheath/s3u/commander delivery system configuration. Therefore, pra remains applicable, and no further action is required. In addition, a CAPA has identified potential areas for s3u design/ process improvement to mitigate against this in the future.

Manufacturer narrative:
The investigation is ongoing. The device was discarded.

Event description:
As reported by a field clinical specialist, during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach the first sheath kinked with the delivery system and valve partially in the sheath. There was a large amount of resistance advancing the valve. There was a perforation of the common femoral which was repaired by the surgeon. The first valve and sheath were removed and a 16f sheath with a new delivery system and valve was prepped and implanted without difficulty. The 16f sheath was selected to reduce resistance with the expansion of the sheath.